Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 03/14/2019 to 8/25/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for misc - physical damage, which does not correlate to the customer reported issue.

Event description:
It was reported that the device allegedly would not power on and off.